Event description:
It was reported intermittent occlusions occurred. The customer's blood glucose level was "high", although specific value was not provided on (B)(6) 2025. The customer addressed the high blood glucose level by administering a correction bolus via the pump. Reportedly, the customer used lyumjev brand insulin which is off label insulin for the mobi pump. To resolve the occlusion alarms, the customer changed the infusion set and cartridge and then resumed insulin delivery. No additional information regarding further impact or outcomes was provided.